Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted in resetting it, after which the malfunction code did not recur. The customer may continue using the pump and was advised to contact support if any codes reappear.